Event description:
Since the rollout of the medfusion® 4000 syringe pump early march 2017, there have been 16 reports describing infusion inaccuracies. Eleven of these reports involved the pump alarming indicating the medication administration was complete; however medication remained in the syringe. Pump does not alert the programmer of discrepancy of syringe type and pump selection (i.e. B-d syringe used with monoject setting). Two reports involved continuous feedings ¿ pump was not infusing at programmed rate. One report involved the pump allowed fluid to back up into medication syringe diluting it instead of administering the medication. This has happened on rare occasion previously when the maintenance rate is infusing quite fast. Two reports involved the pump was not sensing a 20cc feeding syringe. Pump was put in neonatal continuous mode volume/time then it sensed the syringe properly. Pressure was applied to plunger to assist with sensing the syringe. Manufacturer response for pump, medfusion 4000 (per site reporter): the software is unable to identify the differences in the sizes of the 1 and 3 ml syringes at this time. I do not think the manufacturer is aware of the enteral nutrition infusion issues.